Event description:
Boston scientific received information that the lead exhibited varying ohms from 450 to >2000 ohms. A lead revision has been scheduled (B)(6)2012, to evaluate the lead and the lead connection to the implant cardioverter defibrillator. Medical personnel: (B)(6)united kingdom. Event date (B)(6)2011. No implant date provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).